Manufacturer narrative:
The manufacturing date for part 03.812.003 / lot 7952147 was reported in error as august 12, 2012 on the initial report. The correct date of manufacturing for this lot is august 16, 2012. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: lot number provided as 7952147 or 3739087. But we are not aware which lot number failed. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). A device history review was conducted. The report indicates that no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacture date: augst 12, 2012 (B)(4), lot. 3739087. A device history review was conducted. The report indicates that no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacture date: april 01, 2011. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) follows: it was reported that trial and implant turned prematurely in the disc space whilst inserter was in the locked/closed position. When we checked the instrument outside the patient you could push the implant and trial over into turned position with very little force. There was no patient harm. It was reported that the surgery was prolonged about 30 minutes. This is report 1 of 4 for (B)(4).